Manufacturer narrative:
No product returned. Access site adverse event: the cause of the hematoma cannot be determined since insufficient clinical details were provided. Device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
A 75 year old male patient with amics implanted with impella cp. Pci completed. Upon insertion of repositioning sheath, hematoma formed in groin which is a known risk if best practices are not followed. Interventionalist unable to rectify. Best practices when getting access and exchanging the sheath mitigate the risk of groin complications. It is unknown if these were followed. The device was removed with no hemodynamic compromise to the patient.

Manufacturer narrative:
The root cause of the hematoma cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause could not be determined since insufficient clinical details were provided.